Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd q-syte¿ luer access split-septum stand-alone device, bns leaked from the connection to the extension tubing while priming it with saline. The following information was provided by the initial reporter, translated from (B)(6): "the customer's verbatim report is that upon priming with saline, leakage from around the connection between the ext. Tubing was observed. Saline is adhering to the actual sample."

Manufacturer narrative:
Investigation summary: our quality engineer inspected the sample and photograph provided for evaluation. Bd received one unsealed q-syte closed luer access port. Additionally, one photo was provided. Through the visual inspection, damage was not observed to the device or tubing. The unit was inspected for column defects where fluid was injected into the device using a syringe. No leakage was discovered. After taking out the septum for microscopic analysis, a crescent tear was discovered in the bottom disk. The reported issue was confirmed. This was physical/mechanical evidence to confirm and support a manufacturing process related issue for the reported defect relating to burred tooling, poor blade quality, misalignment of parts or probe, or from a sharp edge from adhesive buildup. Slit quality, column tear checks and controlled functional leak tests are performed of the full assembly per our quality control plan to mitigate the risk from a torn septum. A device history review could not be completed as no batch number was provided. H3 other text : see h10.

Event description:
It was reported that the bd q-syte¿ luer access split-septum stand-alone device, bns leaked from the connection to the extension tubing while priming it with saline. The following information was provided by the initial reporter, translated from japanese: "the customer's verbatim report is that upon priming with saline, leakage from around the connection between the ext. Tubing... Was observed. Saline is adhering to the actual sample.".